Event description:
It was reported that a liner tear occurred. Vascular access was obtained via a transfemoral approach. Moderate tortuosity and calcification were noted at the femoral access vessel. The 14f isleeve introducer sheath was inserted into the patient without resistance. A small acurate neo valve was loaded on an acurate tf ds. The acurate tf ds was advanced into the patient. The small acurate neo valve was successfully implanted. The acurate tf ds was removed through the 14 f isleeve introducer sheath without issue. The 14f isleeve was removed from the patient with the dilator inserted without any resistance. During removal of the 14f isleeve introducer sheath, back bleeding was noted and a less than 1 cm tear in the inner liner of the 14 isleeve introducer sheath was noted.